Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by cubie failure. The field service engineer tested remote manager multiple times and confirmed no issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubie failed to open and helmer failed to unlock. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.